Event description:
It was reported that prior to use, "staple jamming". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The trigger was returned not engaged. The stapler was received with 30 staples in the cartridge, indicating the customer fired the device a minimum of 5 times. No biological material was observed on the device. The stapler was returned with severe damage to the front of the cover block and the rail. The damage was isolated to one side of the cover block at the opening where the staples are released. It could not be determined how or when the damage occurred based on the sample received and the customer description. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. Because the stapler was returned severely damaged, a functional inspection could not be performed. It could not be determined how or when the damage to the sample occurred. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states "stapler releases staples freely without manual adjustment to disengage staples." The reported complaint of "misfire/jamming - info not provided" was not confirmed based upon the sample received. The stapler was returned severely damaged. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. It could not be determined how or when the damage to the sample occurred. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use, "staple jamming". No patient involvement.